Event description:
We deployed 120 new workstations on wheels, wows, in the hosp. There were defects with the original power modules, and battery monitoring software issues with our system caused the wows to lock up. The software sends out alerts to staff to make sure units are plugged in and charging correctly. The software was disabled. The wows remained plugged in and not monitored, which led to some overcharging and two battery failures. The batteries were the sealed valve-regulated lead acid (vrla) type. The end result of the battery failures was a "rotten egg" sulfur smell from hydrogen sulfide off gassing. Two compromised batteries off gassed excessively. One was found quickly and unplugged in an it office area, and the other case caused us to move some pts. No pts or staff were harmed. All power modules and batteries have been replaced and a software upgrade implemented. Fully charging and running down the batteries over 72 hours, on all 120 units, has validated the charging, software and monitoring process. The MFR was very responsive in addressing these concerns and assisting in determining the cause and finding a solution.